Event description:
(B)(4). It was reported that the medicana lights seemed to be damaged. It was reported that the units seemed to be peeling. It was reported that the units had been installed december 2010.

Manufacturer narrative:
There was no patient involvement, thus no patient data exists. There is no expiration date for this product. Device manufacture date was unknown at the time of the reporting. Evaluation summary: this malfunction was reported by the company representative. The weighted light handle had noticeable paint corrosion on the shaft of the handle on the visum led. Even though the flaking occurs under the sterilizable handle, the flakes could become dislodged during removal of the handle at any time while the sterile field is exposed. This particular product was shipped back to stryker communications for further analysis. Paint chipping/flaking or adhesion issues can lead to the paint falling into the sterile field. If this occurred during a case and there is an open wound, the paint could potentially fall into the wound site and pose a serious health risk. There was no patient involvement or adverse consequences reported in this instance. This not a single use device.